Event description:
It was reported that the customer pressed the b button on the insulin pump, it first read 90, then went up to 120, and later back to 90. The customer's blood glucose level was 229 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The bolus wizard and the all of the buttons, on the insulin pump, functioned properly during testing. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, broken belt clip slot, and cracked case near display window corners noted during visual inspection.